Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation the physician encountered resistance when inserting the stylet into the pacing lead. It was stated that the stylet "drilled" the proximal part of the pacing lead and the stylet was exposed. The pacing lead was discarded and a different pacing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in lead. The lead and stylet were visibly damaged. If information is provided in the future, a supplemental report will be issued.